Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used in a stereoelectronic ephalography (seeg) case. It was reported that intra-operatively, the site was inaccurate. It was reported that the site was placing ten bolts total. They started on the right side and had a 1.8 metric on the registration. They were using a base frame to mount to the patient. Because of the frame, they had to position the arm for the patient reference frame lower than normal. On the first side, they had a number of tracking issues because of the positioning of the frame. The spheres from the automated trajectory guidance unit's tracker were interfering with the spheres from the reference frame. They were still able to get the automated trajectory guidance unit to line up to 0.0-.02 in the guidance view, although some of the alignments were only with 3 spheres due to the sight issues. They made sure that the unit never moved farther away from that error. They switched to the other side of the patient and re-positioned and re-registered with a 2.0 metric. This side did not have any visibility issues and they were able to place the additional bolts with the same error metric and considerations. After the case, they took an image using the imaging system and noticed that many of the placements were off 3 millimeters and the trajectories were parallel to the plans created. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. During troubleshooting, it was noted that some of the placements were using a 45 degree angle to the bone for the drill guide.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that the root cause was unable to be determined. Software analysis found that there were two probable contributors to the inaccuracy, the registration and the merge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.